Event description:
The pt had an MRI and since then the device "hasn't worked right". She felt the leads move in her body. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).